Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope's image was blurred and has interference lines. The issue was found during inspection for use. There were no reports of patient harm.

Event description:
It was reported that there were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7, h6 (health effect impact code). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder and air/water tube had foreign objects. A root cause could not be identified. Based on the results of the investigation, blurry image and interference lines occurred due to corroded plug unit and cable unit. The most probable cause for the malfunction is traced to component failure. The most probable cause for the foreign objects could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.